Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a solent dista thrombectomy. Visual inspection of the device revealed no damage or irregularities to the device. Functional testing was performed by placing the device in the angiojet console. The device failed to prime and the check catheter for kinks error was displayed on the screen, meaning that the device over-pressured. The shaft was inspected but there was no reason that would have caused an over-pressure alarm. The tip was cut and the jets were microscopically inspected and it revealed that a jet hole was plugged, causing the over pressure as the flow was being restricted. Further analysis revealed the obstructed jet hole was plugged with gold, which the jet body material is made of. Inspection of the remainder of the device revealed no damage or other irregularities.

Event description:
Reportable based on device analysis completed on 04jan2020. It was reported that the catheter was unable to prime and an error message occurred. An angiojet solent dista catheter was selected for a thrombectomy procedure for the popliteal artery. As the catheter was priming, the system displayed an error message pertaining to kinks in the tubing. It was unable to prime as a result. The physician tried several times without success and the same error message appeared every 16 seconds. The procedure was completed with another device. No patient complications were reported and the patient's status was stable post procedure. However, device analysis revealed a plugged jet hole.